Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The ICD involved in this report was implanted on (B) (6) 2010. Reportedly, an arrhythmia occurred on (B) (6) 2010 in the morning. The pt came back to the hospital for an unscheduled follow up because he/she was still feeling the arrhythmia. When the physician interrogated the device (late in the evening), the pt rhythm was sinusal, i.e the arrhythmia reverted spontaneously. However, a warning about high lead impedance was displayed; follow-up data indicated that there was no sensing in both cavities since several hours. The day after, normal device operation was observed. Nevertheless, the pt stayed in hospital because ventricular tachycardia node ablation intervention was scheduled. Recommendation to program the device in ddi pacing mode was given prior to pt release. It was reprogrammed in ddir pacing mode on (B) (6) 2010 because ddi mode was not well tolerated.